Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) and right ventricular (rv) leads dislodged. Along with the ra and rv lead dislodgments, which occurred twice, the implantable pulse generator (ipg) detached from the fascia. The device was implanted in the left pectoral region. Post op, the device was distal to their left breast, therefore, the leads and device were revised. They determined that longer leads would be appropriate, so they could add additional slack to offset this drop in the pacing system once the patient was upright. Both leads were explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.